Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded cartridge and resolved the issue. Customer experienced an elevated blood glucose (bg) level of above 500. Bolus was delivered to address elevated bg level. Customer reloaded cartridge and resolved the issue.